Event description:
It was reported that this implantable pacemaker had communication issue with the communicator. Technical services agent advised to use 3300 programmers with this device. This system remains in service and no adverse patient effects were reported.